Event description:
The patient was not able to charge her neurostimulator (ins). A power on reset (por) messaged displayed. She last charged on (B)(6) 2010, but the physician programmer (8840) showed she last recharged on (B)(6) 2010. The recharger and 8840 indicate, the patient does not charge for long enough to get 100% and coupling ranged from 0-8. When the ins was interrogated with the 8840, no por message displayed. The impedance measurements were within normal range. Additional information has been requested.

Manufacturer narrative:
(B)(4).